Event description:
It was reported that after wearing the pod on the leg between 4 and 24 hours, the site was red, painful with pus. The patient visited the emergency room (ER) where was administered an infusion and given (synthomycine 3% ointment) to be used on the affected area.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.